Manufacturer narrative:
Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 7107912. Customer states that there is no box, the box is dented and torn, and there is not lot. The photos were examined and exhibited crushed and torn shelf cartons, shelf carton without the lot, expiration date, and manufacturing date information printed, and a missing shelf carton. A review of the device history record was completed for batch# 7107912. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 06sep2019, holdrege received a complaint, via pictures from material 326725, batch 7107912. Visual inspection of the photos showed 3 cartons that were torn at the corner. Other pictures showed a large tear all the way down the front of two cartons. Two pictures showed tearing on the back of the carton at the corners. Two pictures showed a couple cartons with the lot coding missing on the back of the carton. Still another picture showed an open case with 5 shelf cartons and undetermined number of loose blisters where the 5th carton should be. Process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into individual blisters. Sealed blisters are then conveyed and picked and placed into a shelf carton. The full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case, which is then conveyed to be taped shut, labeled and palletized. There were no quality notifications or log book entries that pertained to these defects during the production of this batch. The DHR was reviewed and there was nothing that pertained to this defect. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that one bd ultra-fine¿ ii insulin syringe has been found with illegible labels before use. The following has been provided by the initial reporter: dented = 2 no lot = 2 no box (loose package) = 1 dented and tore box = 8.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ ii insulin syringe has been found with illegible labels before use. The following has been provided by the initial reporter: dented = 2 . No lot = 2 . No box (loose package) = 1. Dented and tore box = 8.